Event description:
Customer reported an unexpected negative result when testing a sample with capture-r ready screen 3 (crrs 3) on the echo. Customer repeated testing on another echo instrument and the result was negative. The sample was previously tested on the echo and resulted 3+ positive.

Manufacturer narrative:
Customer did not send in sample for further serological testing.